Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer received treatment of insulin/glucagon and/or other medications provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer received treatment of insulin/glucagon and/or other medications provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.